Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that the use of a high-energy instrument without sufficient distance from the distal end may have led to the burning of the distal cover. The events can be detected and prevented in accordance with the following IFU: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290t ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.